Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was having problems with inserting the sensors. Customer stated that the shirt had taken the sensor out of the skin. Customer had been experiencing low blood glucose. The sensor may have been the problem. Customer treated the diabetes according the sensor reading. Customer experiencing high blood glucose. Customer reported a hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 140 mg/dl. Customer stepped on a nail and infected his foot. Customer had two operations on his foot. Nothing further reported.